Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was requested but not yet returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
New world medical's brazilian distributor reported the following: "the doctor has performed a trabeculectomy with the implant of the fp7 in march 3rd,no intercorrences were observed. However he realized, during the post operation appointment, that the iop had not lowered even though the tube and valve were well placed including in the gonioscopy. Then, he did a second intervention in which he tested the tube pressing bss through it with an insulin needle when he saw that the flow was not correct (according to him, the bss should go to the plate and it was not). He, then, decided to explant the valve and proceed a trabeculectomy to reduce the iop"